Event description:
It was reported that during use with bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile the needle pulled out of hub and the plunger was difficult to pull. The following information was provided by the initial reporter: vet said the following: using 1ml tb syringe slip tip 25gx 5/8 (309626) needles come off slip tip too easily. Also does not like how easy the plunger rod pulls back and they like a together pull for greater control.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmi. Common device name: hypodermic single lumen needle. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. H3 other text : see h10.

Event description:
It was reported that during use with bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile the needle pulled out of hub and the plunger was difficult to pull. The following information was provided by the initial reporter: vet said the following: using 1ml tb syringe slip tip 25gx 5/8 (309626) needles come off slip tip too easily. Also does not like how easy the plunger rod pulls back and they like a together pull for greater control.